Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #:(B)(4), description: artisan surgical lead, 50cm. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a lead revision due to some cervical issues. The patient's initial symptoms were pain by headache and discomfort in the neck. During the revision, the physician removed the paddle lead which caused the patient to be confined in the critical care unit. The physician believed that the cervical paddle eroded the dura due to issues with the patient's anatomy and it was not device related. The patient had swelling on his brain as well which was constantly monitored in ICU. The patient was recovering and will be discharged from the hospital.